Event description:
The manufacturer received information on everflo oxygen concentrator with allegation of fire at home. The cause of the malfunction is not yet established. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete."

Manufacturer narrative:
The manufacturer previously reported information on everflo oxygen concentrator with allegation of fire at home. The device had previously been serviced and was no longer under warranty. The cause of the incident is clearly unknown. The client is not sure if spontaneous combustion occurred due to technical reasons or whether it could have been improper use by the patient. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A response to an attempt to obtain additional details surrounding the reported event was received. The reporter stated it was unknown if there was any property damage when the device caught fire but noted information referencing property damage was not reported by the customer. The date or date range of the last time the device was serviced and the servicing entity was not known. It was also noted the customer did not respond to a request to return the device for evaluation. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting and/or the device is returned for evaluation, a follow up/supplemental report will be completed. Updated: become aware date updated. Evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.